Manufacturer narrative:
This lead was capped and replaced due to lead fracture. The patient received 43 inappropriate shocks. Upon interrogation of the device, the lead demonstrated noise and impedance greater than 3000 ohms. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
A fracture was reported on this lead. No adverse patient events were reported. Lead remains implanted and will be addressed further. Should additional information become available, this file will be updated.